Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a stone removal from common bile duct, the subject device was used. When the balloon was inflated to 15mm and removed the stone, the tube was torn at the area of the guide wire port. Although the balloon and the broken tube remained in the common bile duct, a part of the broken tube protruded from the papilla and it could be retrieved. It was reported that additional procedure was needed. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tube came off pipes at the guidewire port near 351 mm from the distal end. The outer diameter of the pipes was measured and no abnormality was found. There was no abnormality about the amount of glue on cuff at the tube joint. The tube on the tip¿s side was deformed and kinked. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred above the following occurrence mechanism. It was difficult to withdraw the subject device from the bile duct in a situation such as catching the subject device by stones and the forceps elevator. The tube of subject device was subjected to the load which was more than the specification. The instruction manual of the device has already warned as follows; do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing. Do not withdraw the instrument from the endoscope while the balloon is inflated. This could damage the endoscope and/or instrument. If resistance is too strong and withdrawal is difficult, adjust the angle of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal of the instrument could damage the instrument and/or endoscope. When using an endoscope equipped with a forceps elevator, do not withdraw the instrument from the endoscope if the forceps elevator is up. This could damage the instrument.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".